Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation with open sores under the lifevest. Follow-up attempts were unsuccessful as the patient passed away. The outcome of the skin irritation is unknown.